Event description:
It was reported that patient had the inflatable penile prosthesis cylinder and pump components removed due to unknown reasons. A new inflatable penile prosthesis 18 cm x 12 cm cylinder and pump components were implanted.

Event description:
It was reported that patient had the inflatable penile prosthesis cylinder and pump components removed due to unknown reasons. A new inflatable penile prosthesis 18 cm x 12 cm cylinder and pump components were implanted. Additional information received indicated the device was removed as the patient was unable to fully inflate the cylinders which was discovered at the 6 week follow up. A CT revealed a possible cross over. The device was removed, a new track was dilated, and the new prosthesis was implanted. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.